Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr3754 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire was kinking in the pink needle. Patient status/ intervention: change new kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a guidewire kink is confirmed but the exact cause remains unknown. One photo sample of a guidewire within an 18 ga introducer needle was provided for evaluation. The guidewire was visible extending past the needle bevel. The introducer needle was being held from the hub and the proximal end of the guidewire appears to be held under tension. The tip of the guidewire appears to be bending out at an angle at the region extending from the needle tip. Based on the photo sample provided, possible contributing factors include damage during handling and retraction of the guidewire against the needle bevel. The product instructions for use (IFU) states, ¿caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined." Since a kink in the guidewire appears to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the wire was kinking in the pink needle. Patient status/ intervention: change new kit.